Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the inner cannula extended past tracheal cannula by at least 4 millimeter. It was indicated that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of cuffless tracheostomy tube was received for evaluation. The sample was received sealed inside its pouch and box. The received components are one outer cannula, one disposable inner cannula size 6, one obturator, one disposable decannulation plug and one neck strap. A dimensional test was performed, the inner cannula was inserted inside the outer cannula, and it was observed the distal end of the inner cannula protruded 0.051 inches out of the outer cannula, this protrusion is within specification. This dimension was taken using caliper calibration. The inner cannula was inserted in the fixture with calibration and its dimension is within specification. No failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.